Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was discharged home one day post implant and expired at home on the same day. The cause of death is unknown; however, the physician does not think the death to be related to the aneurysm treatment. No further information was provided.